Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that, a type ia endoleak was noted during the final aortogram after the implantation of the device. The patient received 8 endoanchors implanted circumferentially, followed by a balloon expanded non-mdt stent; but the endoleak persisted. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored

Manufacturer narrative:
Films review summary: the exact source and cause of the endoleak seen during implant could not be determined from the films provided. Pre-implant images were not provided; therefore, a comprehensive assessment of the patient¿s anatomy could not be performed. Several short (7 ¿ 12 second) returned videos of angiograms during implant revealed that an endurant aui was positioned just below the renal arteries. The distal end of the aui, which had been placed down to near the distal aorta, and had been extended with another endurant limb into the distal portion of the right common iliac artery. Angio injection from above the suprarenal stents showed widespread contrast along both sides of the stent graft, initially seen within the proximal sac ~2 ¿ 3cm below the renal arteries, near to where the aui started tapering down. Contrast filling was also seen into the bypassed left common iliac artery. The endoleak remained after multiple endoanchors (~8) had been implanted into both the left & right side of the proximal covered stent of the aui/aortic wall. After implanting a palmaz stent from the top of the suprarenal stents extending distally into the aui body and overlapping ~2cm¿s, contrast injection from just above the aui showed similar endoleak findings, but with a noticeable reduction in strength, with widespread contrast seen along both sides of the aui as well as perfusion of the bypassed lcia. While a proximal type ia endoleak of unknown cause cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Endoleak interrogation, injecting from different levels within the stent graft to help determine (and rule out) other potential endoleak sources, was not seen in the returned films. In addition, only a single imaging view point (a-p) was observed; thereby, making determination of the endoleak difficult. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.